Event description:
It was reported that the pt was implanted on (B)(6) 2009. The pt attempted to use the device but experienced only worsening pain. By the fourth week, the pt could hardly walk. The physician attempted to reset the unit but that did not help. The pt could not feel the lead in her back, and stated that she had knots next to her spine where the incision was and pain in her hip from where the unit "poked out" due to her being a thin person. The pt and her primary doctor wanted the unit removed. In (B)(6) 2010, it was reported that when stimulation was turned on the pt felt "pinching" near the connectors in the lead. It was reported that because the pt was so thin the leads were close to the skin and the pt can feel knots from the connections of the lead. The implanting physician did not want to explant the device until one year after implant. On (B)(6) 2010, it was reported that the pt experienced localized pain and inflammation at ipg site, soreness at the lead site, and diffuse low back pain with the stimulation turned on. On (B)(6) 2011, the stimulation and leads were explanted. The event resolved without sequela.

Event description:
Additional information received that the patient experienced a 'popping' sensation upon moving. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).